Event description:
(B)(4) study. It was reported that following a stenting treatment procedure, the patient experienced arrhythmia. In (B)(6) 2012, the 3.0x15mmmm, 99% stenosed target lesion was located in right coronary artery (rca). The lesion was pre-dilated and the 3.0x20mm promus element stent was successfully implanted resulting in 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012 patient was hospitalized due to arrhythmia, and was treated with medication. Patient recovered without residual effects and was discharged 10 days later.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).